Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, and at the fantail. In addition, the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some electrical tests from being performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical tests performed. The scanning electron microscopy analysis confirmed tensile electrode wire breaks at the fantail region. The photographic imaging inspection and electrode continuity testing revealed broken electrode wires at the fantail region. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. In addition, the lower than expected impedances measured can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not pursue revision surgery at this time. The recipient resumed device use with new programming adjustments. This is the final report.